Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications.

Event description:
It was reported that during a nephrectomy procedure, the surgeon applied clips to the vessels but they were not gripping and kept falling off. Another competitive device was used to complete the procedure. The condition of the patient immediately following the event was stable. There were no adverse consequences for the patient.